Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and continued to use pump for insulin therapy.